Manufacturer narrative:
The customer provided a video of the event, once the video is examined a supplemental report will be forthcoming. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that during use in patient of an introducer, medication leakage was observed at the hemostasis valve. There was no allegation of patient injury. The device was not available for evaluation as it was discarded. No further information was available. Patient demographics were unable to be obtained.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
One video was reviewed. The reported event of leakage was confirmed. The video showed a hemostasis type connector with what appeared to be a contamination shield connector attached and the catheter inserted. What appeared to be a leakage is visible from the hemostasis valve area. No other visual inconsistencies were noticed. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. It is common clinical practice to inspect all products before use. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, these devices are typically used in intensive care units or operating rooms, where patients are closely monitored. Medication not being delivered consistently could cause a deterioration in the patient¿s condition and may necessitate additional interventions. It is unknown whether user or procedural factors contributed to the stated event. In this case, there were no patient complications noted. According to the evaluation of the video, the leakage is observed; however, it is not clear where or by what part of the valve it comes out of; therefore, a product non-conformance or device failure could not be confirmed. There was no evidence to confirm that the product failure is related to a manufacturing or design defect. As part of the manufacturing process a 100% of the units go through a leak test inspection process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.